Event description:
A customer contacted company regarding an erroneously elevated troponin (accu tni) result from a single patient that was generated by the unicel dxl 800 access instrument. The initial accu tni results were 3.87ng/ml and 0.04ng/ml. It is unclear if the patient sample was tested twice or in duplicate. The results were not reported out of the lab. On the same day, the customer re-centrifuged the patient original sample and re-tested for accu tni. The repeated accu tni result was 0.03ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.